Event description:
No flow was reported to have occurred while attempting to prime a multirate infusor device with saline. There was no patient involvement associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14f025 was manufactured between june 13, 2014 and june 14, 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed and the set was found to flow normally. The reported condition was not verified. The device operated within the desired product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.